Manufacturer narrative:
(B)(4): the customer reported that the device failed the defib and pacer portions of the opcheck. This was found in testing and there was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the defib and pacer portions of the opcheck.this was found in testing and there was no pt involvement.